Event description:
Patient underwent posterolateral l4-5 fusion on 06/29/93. On 10/31/97 instrumentation was removed. An additional bilateral fusion on l3-l5 using collograft bone graft was performed.